Event description:
It was reported that a patient has a dislocated implant. The surgeon communicated that the patient was seen by a pa and an x-ray revealed the dislocation. Based on x-ray review, surgeon believes that patient might have had a fall as there was some distal radius bone trauma to indicate this.